Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "pacer fault 116" and "pacer disabled". Complainant indicated that there was no patient involvement in the reported malfunction.